Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and abdominal pain ("pain"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines") and abdominal pain ("pain"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia'), ovarian cyst ('ovarian cyst on last remaining ovary') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure (ess205) (batch no. 626624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2008. The patient's medical history included gravida ii, parity 2 and c-section. Current weight 248 lbs. Previously administered products included for an unreported indication: depo. Concurrent conditions included overweight, vaginal bleeding, adenomyosis, menorrhagia and hypertension. Concomitant products included lisinopril. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2008, the patient was found to have weight increased ("weight gain/ loss (specify which one) gained 50 ibs"). In january 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes: frequent urination"), asthenia ("weakness") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), abdominal pain ("pain"), mass ("tumor / teratoma / cancer type: mass found: mass") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (B)(6) 2008 therma choice endometrial ablation, hysterectomy with bilateral salpingectomy,single sided oophorectomy, oophorectomy (one side removal, single sided oophorectomy and to remove mass on 10th jan). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved, the menorrhagia, ovarian cyst, genital haemorrhage, back pain, migraine, mass, pollakiuria, asthenia and vaginal haemorrhage outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, genital haemorrhage, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted:previously date of insertion was reported as (B)(6) 2008 and now it is reported 2007. As per pfs date(s) of insertion: (B)(6) 2008 and also on (B)(6) 2008 thermachoice endometrial ablation was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2007: unilateral occlusion (left tube occluded); on (B)(6) 2008: they said it was blocked and the right is not. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records- lot number, new reporters, race, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia'), ovarian cyst ('ovarian cyst on last remaining ovary') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure (ess205) (batch no. 626624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2008. The patient's medical history included gravida ii, parity 2 and c-section. Current weight 248 lbs. Previously administered products included for an unreported indication: depo. Concurrent conditions included overweight, vaginal bleeding, adenomyosis, menorrhagia and hypertension. Concomitant products included lisinopril. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2008, the patient was found to have weight increased ("weight gain/ loss (specify which one) gained 50 ibs"). In january 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes: frequent urination"), asthenia ("weakness") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), abdominal pain ("pain"), mass ("tumor / teratoma / cancer type: mass found: mass") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (B)(6) 2008 thermachoice endometrial ablation, hysterectomy with bilateral salpingectomy,single sided oophorectomy, oophorectomy (one side removal, single sided oophorectomy and to remove mass on 10th jan). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved, the menorrhagia, ovarian cyst, genital haemorrhage, back pain, migraine, mass, pollakiuria, asthenia and vaginal haemorrhage outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, genital haemorrhage, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted:previously date of insertion was reported as (B)(6) 2008 and now it is reported 2007. As per pfs date(s) of insertion: (B)(6) 2008 and also on (B)(6) 2008 thermachoice endometrial ablation was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2007: unilateral occlusion (left tube occluded); on (B)(6) 2008: they said it was blocked and the right is not. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 248 lbs. Previously administered products included for an unreported indication: depo. Concurrent conditions included overweight, vaginal bleeding, adenomyosis and menorrhagia. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes: frequent urination") and asthenia ("weakness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), abdominal pain ("pain"), mass ("tumor / teratoma / cancer type: mass found: mass") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and to remove mass on (B)(6)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved, the genital haemorrhage, back pain, migraine, mass, pollakiuria and asthenia outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, genital haemorrhage, mass, migraine, pelvic pain, pollakiuria and weight increased to be related to essure (ess205). The reporter commented: previously date of insertion was reported as date of insertion: (B)(6) 2008. Now it is reported 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2007: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Reporter's information added. Patient's demographics added. Date of insertion was updated. Added event frequent urination, mass found, weight gain, weakness, lower abdominal pain. Concomitant condition, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia'), ovarian cyst ('ovarian cyst on last remaining ovary') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2008. Medical conditions: current weight 248 lbs. Previously administered products included for an unreported indication: depo. Concurrent conditions included overweight, vaginal bleeding, adenomyosis, menorrhagia and hypertension. Concomitant products included lisinopril. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have weight increased ("weight gain/ loss (specify which one) gained 50 ibs"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes: frequent urination"), asthenia ("weakness") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), abdominal pain ("pain"), mass ("tumor / teratoma / cancer type: mass found: mass") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy,single sided oophorectomy, oophorectomy (one side removal, single sided oophorectomy and to remove mass on 10th jan). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved, the menorrhagia, ovarian cyst, genital haemorrhage, back pain, migraine, mass, pollakiuria, asthenia and vaginal haemorrhage outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, genital haemorrhage, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: previously date of insertion was reported as date of insertion: (B)(6) 2008. Now it is reported 2007. As per pfs date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2007: unilateral occlusion (left tube occluded); on (B)(6) 2008: they said it was blocked and the right is not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Concomitant medication and condition added. Events : failure to occlude (close) fallopian tube(s), menorrhagia, abnormal bleeding (vaginal ), ovarian cyst on last remaining ovary were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and ovarian cyst ('ovarian cyst on last remaining ovary') in a (B)(6) female patient who had essure (ess205) (batch no. 626624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2008. The patient's medical history included gravida ii, parity 2, c-section, endometrial ablation and tubal ligation. Current weight (B)(6) . Impression: 1. The marked irregularity of the endometrial cavity is suggestive of prior endometrial ablation procedure. 2. The left essure device projects in good position and there is no evidence of left tubal patency. 3. The right essure device projects in good position, but the right fallopian tube continues to be patent with free spill of contrast into the peritoneal cavity. 4. Findings reviewed with the patient. Previously administered products included for an unreported indication: depo. Concurrent conditions included overweight, vaginal bleeding, adenomyosis, menorrhagia, hypertension, fibroids, lupus erythematosus, gallstones, disease gallbladder, endometrial polyp, uterine fibroid embolization, obesity, polymenorrhoea, perineal pain, pelvic adhesions, fibrosis, uterine enlargement and corpus luteum cyst. Concomitant products included oral contraceptive nos for menorrhagia as well as lisinopril. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have weight increased ("weight gain/ loss (specify which one) gained 50 ibs"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes: frequent urination"), asthenia ("weakness") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), device dislocation ("mine has dislodged"), genital haemorrhage ("heavy bleeding"), back pain ("back pain"), migraine ("migraines"), abdominal pain ("pain"), mass ("tumor / teratoma / cancer type: mass found: mass"), abdominal pain lower ("lower abdominal pain") and coital bleeding ("bleeding with sex"). The patient was treated with surgery ((B)(6) 2008 thermachoice endometrial ablation, hysterectomy with bilateral salpingectomy,single sided oophorectomy, oophorectomy (one side removal, single sided oophorectomy and to remove mass on 10th jan). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved, the menorrhagia, ovarian cyst, device dislocation, genital haemorrhage, back pain, migraine, mass, pollakiuria, asthenia, vaginal haemorrhage and coital bleeding outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, coital bleeding, device dislocation, genital haemorrhage, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted:previously date of insertion was reported as (B)(6) 2008 and now it is reported 2007. As per pfs date(s) of insertion: (B)(6) 2008 and also on (B)(6) 2008 thermachoice endometrial ablation was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in 2007: unilateral occlusion (left tube occluded); on (B)(6) 2008: they said it was blocked and the right is not. Pathology test - on (B)(6) 2017: the partially collapsed ovary (3.5 x 2.5 x 1.0 cm) displays a single linear full thickness disruption (up to 0.7 cm) at one aspect. The outer surface is pale tan-pink, smooth and somewhat lobulated with no obvious outer surface excrescences. Sectioning the ovary reveals a tan-pink cut surface with corpora lutea and three smooth-walled cysts (ranging from 0.8 cm to 1.8 cm in greatest dimension) that contain clear straw-colored fluid and no obvious excrescences. Ultrasound scan vagina - in (B)(6) 2016: which revealed an approximately 6 cm intramural fibroid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : event coital bleeding & device dislocation were added.reporter information were added.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.